Event description:
Damage-teeth [tooth injury]. The switch on the oral-b toothbrush is extremely difficult to activate and the excessive vibrations is what damages the teeth [device difficult to use]. Case description: a consumer reported that his wife, age unspecified, used oral-b power toothbrush, version unk and reported the following: damaged teeth. The consumer reported that the switch on the oral-b toothbrush is extremely difficult to activate and the excessive vibrations is what damages the teeth. A dentist was visited and unspecified "extensive" dental treatment was received. The case outcome was unk. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.